Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. Pump received with cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot, minor scratched display window.

Event description:
It was reported that the insulin pump alarmed button error that could not be cleared. The blood glucose reading was 164 mg/dl. The customer stated that the device began vibrating after the alarm occurred. She noted that she had dropped the insulin pump in the morning; she stated that she had checked her blood glucose reading and bolused about 5 minutes leading up to the alarm. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.